Event description:
Consumer called to report meter is jumping around - readings are not consistent. Analysis run on consensus error grid (ceg) using mean reading (163) as reference point vs. Bd readings (47,248) yielded some data points n the c range of the grid, outside acceptable limits.